Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Reportedly, when more force was applied to the wake button the wake button performed as intended. Customer¿s blood glucose level was 160 mg/dl. Customer continued to use the pump for insulin therapy.